Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that log file analysis captured lvad communication fault. A decrease in power was reported. Per technical services recommendation, the pump was reset, and they verify the pump was off via auscultation. Additional information states that pump restarted with driveline disconnect/reconnect. The patient was admitted for monitoring. Technical services state that there were online a few lines of new data that shows the pump running at the set speed of 5200 revolutions per minute. Additional information states that patient remains asymptomatic. No abnormal alarms or events were recorded since.

Manufacturer narrative:
Section b1, b2, b5, d7, d10, h1, h3: additional information.

Event description:
Additional information stated that patient underwent transplant for suspected device malfunction following full communication fault on (b)(6 2020. Patient was transplanted on (B)(6) 2020.

Manufacturer narrative:
Section g3: correction. Section h3, h7, h9: additional information. Manufacturer's investigation conclusion: incidental findings - examination of the outflow graft material revealed a twist adjacent to the graft attachment. Tissue accumulation was observed in and around the indentations in the graft resulting from the twist, and was thicker on one side, indicating that the graft had been twisted for an undetermined period of time while (B)(6) was supporting the patient. A specific cause for the observed outflow graft twist and a duration of time for which it was present could not be conclusively determined through this evaluation. No further graft distortions were found along the distal portion of the graft. The report of power decreasing to 0.7 w with pump speed at 0 rpm was confirmed through the analysis of the submitted log files; however, a specific cause for these events could not be conclusively determined through this investigation. The log files showed that all pump parameters returned to normal following the reset. The submitted system controller event log files captured pump stoppage with driveline communication fault and low flow alarms beginning on (B)(6)2020 at 09:46. Pump power decreased to the 0.674 to 0.705 w range during this time, indicating that the pump was still receiving power but, for an unknown reason, the microcomputer did not appear to be working. The pump remained in this state until 10:43:32 on (B)(6)2020, at which time the driveline and both power cables were disconnected and reconnected. The pump resumed operating at the set speed following this reset and all pump parameters returned to normal. While a specific cause of the pump stop could not be conclusively determined, the interruption in power, due to disconnection the driveline, caused the microcomputer of the pump to re-initialize, correcting the issue and restarting the pump. Evaluation of the returned heartmate 3 lvas, serial number (B)(6), found no indication of what led to the initial pump stop. Examination of the outflow graft material revealed a twist adjacent to the graft attachment. Tissue accumulation observed in and around the indentations in the graft resulting from the twist indicated that the graft had been twisted for an undetermined period of time while (B)(6) was supporting the patient. A specific cause for the observed outflow graft twist and a duration of time for which it was present could not be conclusively determined through this evaluation. No further graft distortions were found along the distal portion of the graft. The lumen of the outflow graft did not reveal any evidence of any developed or adhered depositions or thrombus formations. Upon disassembly of the returned pump, visual examination of the pump¿s blood contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump cable¿s inline connector bend relief was discolored dark yellow, but was otherwise unremarkable. A specific cause for the discoloration could not be conclusively determined through this evaluation. The lvad event and periodic log files retrieved from the returned device captured the events of the submitted log files. Following these events, the additional recorded data appeared to show the device operating as intended up to the time of the patient¿s transplant. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 08jun2018. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. C and the hm3 lvas patient handbook rev. B are currently available. The hm3 lvas IFU contains information regarding the preparation of the sealed outflow graft in the surgical procedures section. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief, ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. This section also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ the alarms and troubleshooting section of the hm3 lvas IFU explains all system controller alarms and the recommended actions associated with them. The handling emergencies section of the hm3 lvas patient handbook lists examples of emergencies and what actions to take. The patient care and management section of the hm3 lvas patient handbook instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Finally, the equipment storage and care section of the hm3 lvas IFU explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.